Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received unexpected alarm. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. Customer reported that the insulin pump did experienced unexpected restart. Customer was able to clear the alarm and was able to rewind the insulin pump. Customer reported another unexpected restart alarm after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.